Event description:
It was reported that the cartridge was leaking from the septum. There was no reported adverse effect to the customer's blood glucose level. Technical support initiated a return for the faulty cartridge, while the caller declined additional assistance with loading a new cartridge, indicating they could manage on their own.